Manufacturer narrative:
The device appeared to be operating on an older firmware version which was causing issues when attempting to take scans. The device was tested, then updated to latest firmware and was found to be functional. After delivery of a new device with updated firmware, the patient was able to successfully obtain scans.

Event description:
The patient reports receiving an unable to analyze result the majority of the time when attempting readings. When reviewing data uploaded to the cloud, there are inconsistencies in the data available. The patient had no adverse event or a reaction resulting from this problem.